Manufacturer narrative:
The svc rep repaired and replaced the power supply. No pt injury was reported.

Event description:
The customer reported the vertical column cannot be adjusted. Also, power cord to workstation has exposed wires. No pt injury was reported.